Manufacturer narrative:
Manufacturing received a vela front panel assembly. The vela front panel assembly was installed in known good vela unit. The unit was powered on in service mode and screen came up hard to see and red. Touch screen is intermittent, and cannot bring up menu. The customer issue of a blank screen could not be duplicated. The backlight inverter,c cfl,12v was changed out with a good known working backlight inverter, ccfl, 12v and the vela unit was restarted with no visible change to darkness or redness. The darken screen and red screen is due to lcd failure. The vela front panel assembly was scrapped.

Event description:
The customer reported that while on a patient the unit's screen went black, however, the unit continued to operate and ventilate the patient. No harm to patient, ventilator was switched out.

Manufacturer narrative:
Carefusion has requested add'l info via email from the user facility on the reported event and status of patient. As of (B)(6) 2015, there has been no add'l info provided by the user facility pertaining to that request. (B)(4). The carefusion field service rep evaluated the device & determined that the reported issue was caused by a front panel. The carefusion field service rep replaced the front panel, installed a missing mounting screw along w/the retaining clip and per the service manual; ran the device through a complete operational verification procedure to ensure that the device meets factory specifications. Upon completion the device the service manual to ensure the device operates per specifications. The device was allowed to run for 24 hrs. W/no issues noted. The device was released back to the user facility's control ready to be placed back into service. The alleged faulty front panel was received by carefusion, routed to the carefusion failure analysis lab and staged for evaluation.